Manufacturer narrative:
Batch review performed on 22 december 2020: lot 1902822: (B)(4) items manufactured and released on 21-jul-2019. Expiration date: 2024-06-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to a loose patella implant. 1 year and 2 months after primary the surgeon revised the patella implant and poly and the surgery was completed successfully.